Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was being performed on a de novo lesion located in the left circumflex (lcx) artery. A 2.50 x 32mm promus element plus stent was advanced to the target lesion and deployed in the lcx and a dissection was noticed. The procedure was completed with another of the same device. No additional patient complications were reported in relation to this event.